Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant product: c4tr01 crt-p, implanted (B)(6) 2015. (B)(4).